Event description:
The stent was reported to have begun to release from the sds while it was being navigated to a pre-dilated lesion in the right iliac artery. It is unknown how much of the stent began to release. The locking pin was said to be in place during advancement and the sds held flat and straight outside the patient. There was no reported difficulty removing the partially deployed sds from the patient. Another smart control was used successfully. There was no report of patient injury. Other patient and procedural details were not made available.

Manufacturer narrative:
The product is said to be available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.